Manufacturer narrative:
Manufacturer's investigation conclusion: the report of bleeding between the pump and apical cuff, the patient going back to the operating room for bleeding, and the patient experiencing renal failure, could not be confirmed through this evaluation. A specific cause for the reported events could not be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further events reported at this time. The heartmate 3 lvas IFU is currently available. The current revisions of the IFU and patient handbook can also be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and renal dysfunction, that may be associated with the use of heartmate 3 left ventricular assist system. Section 5, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 left ventricular assist device. This section suggests tying the sutures of the apical cuff tight with 6 to 7 throws on each knot and instructs the user to ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides steps on adjusting the orientation of the pump if the pump requires adjustment following the initial connection. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that there was bleeding between the apical cuff and pump during implant. It was noted that the apical cuff locked without issue on the first try. The surgeon attempted to reposition the pump, but the bleeding did not resolve. The bleeding was reinforced with pledged sutures, ligatures, along with an evarrest patch.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the incident led to a delay in the procedure. The patient experienced renal failure and multiple "take backs" to the operating room for bleeding. It was said the patient is currently doing well and in physical therapy.